Event description:
It was reported that the patient was pacing at their upper tracking rate (urt), and that capture could not be observed during the fast ventricular rate. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 310c29, mosaic porcine heart valve, implanted: (B)(6) 2012. (B)(4).